Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, and the caller was advised to reset the pump at a later time.